Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cannula broke when inserted in the patient and the tip remained in patients arm when the cannula was removed requiring surgery to remove. The cannula was inserted without any issues and used throughout the day to take regular blood samples for a glucagon test without any concerns. When testing was complete and the cannula was removed the nurse noticed after the cannula had been removed when applying pressure to the site due to bleeding that there was a white tip at the insertion site. When the nurse tried to squeeze it out it retreated further into the vein. On inspection of the removed cannula, could see the end of the cannula was missing and had been torn. Tourniquet placed above site to prevent the cannula piece moving from site. Escalated to IV team and medical team for further review but unable to remove. Patient taken to theatre that evening to get the piece removed by vascular team, patient started on course of antibiotics and was kept overnight on the ward and discharged the next day.